Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly difficult to remove through the sheath after inflation. It was further reported that the balloon allegedly got stuck in sheath. Reportedly, the sheath had to be removed from the patient in order to get balloon out of patient arm. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one vaccess pta dilatation catheter with an unknown sheath loaded over the balloon was received for evaluation. The sheath was noted to have signs of buckling at its distal end. During functional evaluation, negative pressure was applied using an in-house presto inflation device. An attempt was made to remove balloon from the sheath and some resistance was felt but the removal was successful. No further functional testing was performed. Also, one photo was provided and reviewed. The photo shows the vaccess device with an unknown sheath loaded over the balloon. No other anomalies noted. Therefore, the investigation is confirmed for the reported sheath removal difficulty as the device was returned with an unknown sheath loaded over the balloon, with the sheath also having signs of buckling at its distal end. The photo review also confirms the failure. A definitive root cause for the reported sheath removal difficulty could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2025), g3. H11: b5, h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly failed to be removed through sheath after inflation. It was further reported that the balloon became allegedly stuck in sheath. Reportedly, sheath had to be removed from patient in order to get balloon out of patient arm. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.